Event description:
It was reported that a novum iq large volume pump had fluid backing up into patient during patient infusion. A couple occlusion alarms was noticed in the log. The secondary infusion of cefepime programmed at 200ml/hour, 100ml ran successfully for 30 mins. The primary infusion of IV plain programmed at 5ml/hour, 100ml ran for 2hour 43min, then it was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified the infusion parameters a few days prior. Additionally, numerous downstream occlusion alarms were found during a secondary infusion days prior. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.